Manufacturer narrative:
B)(4). Post market vigilance (pmv) led an evaluation of one device. The obturator was not received; however, the insufflation bulb was received. A cut was observed to penetrate the balloon. The dissector balloon was inflated; leak was observed from the cut. No additional abnormalities were noted during visual and functional evaluation. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, the balloon wouldn't inflate. There was no patient injury.